Manufacturer narrative:
This report was originally submitted on 8/10/2017, in an incorrect format. This was initially discovered on 8/23/2017, and this is being re-submitted on 8/24/2017.

Event description:
A complaint of an aspirated prosthesis not showing up on x-ray was reported by the patient's speech language pathologist (slp). The slp additionally reported that the "prosthesis was visualized in the patient's bronchus on a tracheal scope" and that the prosthesis "did not show up on x-ray, even with 7 views." The x-rays were reviewed by a radiologist, attending ent, resident ent, and the slp. A full bronchoscopy was performed on the patient to remove the aspirated prosthesis and to check if a previously displaced device was aspirated. It was confirmed that the previously displaced device had been swallowed and only 1 device was aspirated. It was confirmed that the devices did not contribute to the aspiration event nor the previous event of swallowing, and that these events were related to the patient's granulation tissue. The complaintant indicated that the device was discarded and thus would not be returned for evaluation.